Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed undefined occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'occlusion error' was no reproduced. Evaluation inspected the device and observed downstream sensor required calibration. A review of the event history log revealed 'downstream occlusion!' Message . Device passed downstream occlusion testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor . The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.